Event description:
It was reported that the patient experienced diaphragmatic stimulation due to elevated and high threshold on the left ventricular (lv) lead. The lead will be revised. It was also reported that the implantable cardioverter defibrillator (ICD) device reach elective replacement indicator (eri) early. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Left ventricular (lv) capture management trend shows threshold elevated with measurements of 3.25 v to 4.5 v throughout the record. Lvcm threshold measurement aborted on 2015-(B)(6) due to high threshold. Concomitant continued: 694765 lead; 4136 boston scientific lead, implanted 2009-(B)(6). (B)(4).